Manufacturer narrative:
The device history records were reviewed and no non-conformances or temporary deviations were identified. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported he received a kit for a show and he believes the wrong degree of lordosis is etched on a spacer. There is no surgery or patient involved in this file.

Manufacturer narrative:
The returned parts were reviewed. The angle was checked on both spacers and should be 11 - 13 degrees. However, they measure 5.75 and 7.25 degrees. The complaint is confirmed; the parts are closer to 6 degree spacers (p/n 1400-0630; angle should be 5 - 7 degrees) than they are to 12 degree spacers (1400-1230) as marked. There were no non-conformances or temporary deviations associated with these spacers. The inspection records indicate the three pieces (aql 4.0 of the 10 piece lot) that were inspected met the 11 - 13 degree specification. The lot passed the inspection requirements upon initial receipt. The parts are laser marked (size, angle and lot number) with the correct information per the device history record. This lot was made available for distribution in 2013. There have been no other complaints associated with these spacers or this family of spacers for potential mislabeling/incorrect angle since this lot was made available for distribution. The spacers are packaged in caddies within surgical sets; the side of the spacer whose height adjusts due to the angle is the side which is laser marked. This side sits upright in the caddy. The 6 degree spacers sit next to the 12 degree spacers so differences or similarities in the height of these spacers would be easily detectable to the user. The most likely root cause is the component was manufactured out of dimensional specification.